Event description:
It was reported that during a surgical procedure the blade broke at the shaft. It was also reported that the broken pieces did not fall into the surgical site. It was further reported that there was no adverse consequences for the patient and a replacement blade was available to complete the procedure.

Manufacturer narrative:
The blade subject to this MDR was returned to the manufacturer for evaluation. It was visually confirmed that the blade was broken at the mount. The returned part was measured where possible and all critical specifications were met. Manufacturing records were reviewed, no issues were identified which may have contributed to this event. Investigation results indicate that excessive bending and prying during surgery may have contributed to the blade break, however, this cannot be confirmed. The label for this device has a warning symbol indicating; "warning: do not use excessive force". The root cause is undetermined.